Manufacturer narrative:
The accessory involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument arm drape drive could not rotate due to a defective drape. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted procedure was aborted post-anesthesia due to defective drape. The procedure was not converted/aborted due to the patient experiencing intra-procedural complication and the procedure was completed using back up drape. According to the surgeon, there was not any concern about procedure delay causing any long-term complications with the patient.